Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. The oxygen blending module board was returned to the manufacuter's quality assurance laboratory for further investigation. During the investigation, the device failed testing. The root cause of the oxygen blending module board failing was due to a u19 oxygen sensor being out of tolerance.